Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported 'oops something went wrong'. Troubleshooting was performed and was assisted to force close the minimed mobile app. The issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on iphone 13 (ios 17.4) with mmt-1885 780g pump (software ver. 6.5v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version c. After conducting a thorough investigation, we have found that teneo server was not reachable at the time of the pairing. This is crucial in order to obtain sake keys to perform the pairing process. The helpline was informed to attempt a new pairing process again since at the time of this report, carelink and teneo servers are stable and working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.